Event description:
It was reported that device was overheating during a procedure. There was backup equipment available to complete the procedure. There were no adverse consequences, no medical treatment or intervention required as a result of this event. There were no burns to pt or user.

Manufacturer narrative:
The handpiece was evaluated by the MFR and the reported failure was not duplicated; the device failed to operate. The rotor assembly and motor assembly were found to have failed due to corrosion damage; corrosion buildup likely caused the rotor assembly to seize up in the motor coils resulting in loss of function. It is possible that increased friction due to corrosion buildup in the device caused the motor load to increase resulting in heat generation and ultimately loss of function; however, this could not be determined as a result of the investigation.